Manufacturer narrative:
Correction: product ID 3889-28, lot# va1fygn, implanted: (B)(6) 2017, explanted: (B)(6) 2018. Product type lead if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: va1fygn, implanted: (B)(6) 2017, explanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: va1fygn, ubd: 31-mar-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. It was reported the therapy never worked for urinary issues since he received the implant. Patient said that a couple of months after implant, in (B)(6) he physician performed a lead revision, however that didn't help. Patient said that he worked with his hcp (healthcare professional) office as they do the reprogramming, however no improvement, and was told there isn't anything more that can be done. Patient said that he doesn't even know if stimulation is on or not. Patient is considering on having the implant removed as he needs an MRI. Patient said that he was still taking a pill to help control his bladder symptoms 1.5 years after implant and thought that when he received implant wouldn't need to take the pill anymore. Patient did discuss with hcp. Redirected patient to their hcp for next steps. No further complications were reported or are anticipated.